Manufacturer narrative:
The device was returned and evaluated. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The cause of the reported communication error could not be determined. The soft cannula was observed to be kinked. No timeouts or drive stalls were seen in the download data. It is unknown how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen when the pod lost communication with the personal diabetes manager (pdm) during operation. As treatment, a new pod was placed.